Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch vita meter was reading inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged product issue occurred during the morning of (B)(6) 2015. At this time the patient obtained a blood glucose result on the subject meter of ¿151mg/dl¿. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. At 12pm on (B)(6) 2015 the patient developed the symptoms of ¿weak and shaky¿ and they claim to have ¿fainted¿. The patient stated that their husband was with them at this time and was able to give them ¿sugar¿ by means of treatment. No medical treatment was sought as a result of this. No other device was used to measure the blood glucose of the patient at this time. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter. However, the test strips being used were open longer than their discard date. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/23/2015. Device evaluation. The lay user/patients test strips have been returned on 3/17/2015 and further evaluated by lifescan product analysis on 3/17/2015 with the following findings:the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed; however a secondary issue of vial over labeled by a third party was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.